Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Light marks are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported posterior capsule tear could not be determined. It was reported to have occurred during manipulation of the lens. A malfunction has not been indicated against the lens. The reporting facility has not provided any further information related to the reported event. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, a posterior capsule rent occurred during iol manipulation. The iol was removed from the eye and replaced with a different model during the initial procedure. Additional information has been requested.